Manufacturer narrative:
Additional information: supplemental MDR submitted to reflect the additional information received that the malfunction occurred in sn (B)(6) for which MDR submitted under the manufacture report number (2016493-2025-107594), since it was not updated the ticket was submitted for sn (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to open the whole cubies in the drawer. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy or from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and unable to open the whole cubies in the drawer. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy or from other station and provided to the patient. There were no adverse events or injuries reported based on this event.